Event description:
Reporter stated that patients device was not alarming (audible alarm failure), and, as a result, the patient missed some error codes and became ill (patient passed out). Patient was taken to hospital and was treated for high glucose (treatment received: IV fluids).